Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability, detailed product information, physician phone number, and physician email address could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the arrhythmia is a known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave device confirmed that the event of arrhythmia is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "arrhythmia". There is no evidence that any updates to the document are required at this time. Investigation conclusion: based on the information provided, the reported event of arrhythmia is a known inherent risk of the farawave device. Arrhythmia is an expected procedural complication addressed within the IFU for the farawave . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
Per literature review, it was reported that a patient with a history of premature ventricular contractions (pvcs) mediated ventricular fibrillation (v-fib) arrest presented with recurrent implantable cardioverter defibrillator (ICD) shocks. This case study aimed to evaluate pulsed field ablation of ventricular arrhythmias arising from intracavitary structures: insights from a clinical case series. The patient had a first episode of vf was at age 29, and at that stage, an ICD was implanted. A right ventricular (rv) biopsy after initial presentation suggested possible right ventricular dysplasia (fatty infiltration and fibrosis in rv myocardium), and 12-lead ecgs showed frequent left bundle branch block morphology pvcs. However, gene testing revealed two variants of unknown significance that were non-phenotypical of arrhythmogenic right ventricular cardiomyopathy (arvc). An endocardial/epicardial substrate map was within normal limits. He underwent four endocardial rf catheter ablations followed by one endocardial/epicardial rf catheter ablation, but pvc-mediated vf and shocks persisted. During his most recent procedure, the pvc was mapped to the moderator band, and rf energy was applied without success. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability, detailed product information, physician phone number, and physician email address could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported that a patient with a history of premature ventricular contractions (pvcs) mediated ventricular fibrillation (v-fib) arrest presented with recurrent implantable cardioverter defibrillator (ICD) shocks. This case study aimed to evaluate pulsed field ablation of ventricular arrhythmias arising from intracavitary structures: insights from a clinical case series. The patient had a first episode of vf was at age 29, and at that stage, an ICD was implanted. A right ventricular (rv) biopsy after initial presentation suggested possible right ventricular dysplasia (fatty infiltration and fibrosis in rv myocardium), and 12-lead ecgs showed frequent left bundle branch block morphology pvcs. However, gene testing revealed two variants of unknown significance that were non-phenotypical of arrhythmogenic right ventricular cardiomyopathy (arvc). An endocardial/epicardial substrate map was within normal limits. He underwent four endocardial rf catheter ablations followed by one endocardial/epicardial rf catheter ablation, but pvc-mediated vf and shocks persisted. During his most recent procedure, the pvc was mapped to the moderator band, and rf energy was applied without success. No device is expected to return as this is from a literature review.